Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, convulsion, clonic treated with discontinued use of insulin delivery system, emergency medical services, hospitalization: overnight stay, discontinued use of insulin delivery system, other. The customer reported a blood glucose value of 38 mg/dl when hospitalized and emergency medical services was 75 mg/dl. The event involved product(s) mmt-397a, mmt-1884, mmt-7040a, mmt-332a. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer is not within range. The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.